Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that the equipment was having difficulty using the eye tracker to capture the patient's pupil during surgery.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit fse (field service engineer) replaced eye tracker mirror, ir (infrared) illumination, adjusted eye tracker and realigned the position of ir sensors. Fse replaces also the ups battery (uninterruptible power supply), it was not related to the reported issue, however it was necessary to change. Fse performed system verification as per sir (service installation record). Without sample the root cause could not be determined conclusively the manufacturer internal reference number is: (B)(4).